Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the nail fractured into two pieces. Both pieces were returned. Three screws were returned as well and they reveal signs of normal wear and use. A functional evaluation performed on the device revealed that the larger portion of the fractured nail has 2 rods stuck inside and they cannot be removed. The small portion of the fractured nail has a trigen disposable extractor stuck inside of it and it cannot be removed as well. The nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking was likely caused by the nail bearing cyclic stresses more than the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. The clinical/medical investigation concluded that there is a definitive clinical root cause. Based on the information provided the clinical root cause of the report implant failure was the reported non-union which led to stress fatigue/ fatigue cracking, which was confirmed with the product evaluation of the returned implant. The pain was a result of the broken nail. The patient impact is the revision, and a brief post-operative recovery phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system revealed in possible adverse effects that cracking or fracture of the implant may occur. Preoperative planning section states that proper type and size of implant must be selected to ensure effective treatment of patients considering factors such as patient¿s size, strength, skeletal characteristics, skeletal health, and general health. Overweight or musculoskeletal deficient or unhealthy patients may create greater loads on implants that may lead to breakage or other failure of the implants. Additionally, postoperative care section warns that early weight bearing substantially increases implant loading and increases the risk of breaking the device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the material specification, the quality and manufacture of standard grade titanium alloy shall be controlled. This material may be used for surgical implants and may be considered to be surgical grade. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after an orif surgery that had been performed on an unknown date last year, the patient presumably had a non-union which caused one (1) intertan 10s 10mm x 20cm 125d to break at the junction of the lag and compression screws causing sudden pain along her hip. This adverse event was solved by a revision surgery on (B)(6) 2024, in which all broken pieces from the intertan nail were removed and converted to a thr. The current health status of the patient is unknown.